Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #00585205016, zimmer segmental system fluted stem extension, lot #60830678. The following devices were manufactured by zimmer (B)(4): catalog #00585204030, zimmer segmental smooth collar, lot #62519203. Catalog #00585204025, zimmer segmental tm collar, lot #62129005. Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing loosening of femoral component. A revision surgery has been scheduled.